Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to any of olympus locations, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the field service engineer of olympus europe se & co. Kg (oekg) and the thing which the malfunction was resolved after replacement xenon lamp of the subject device, omsc surmised there was the possibility this phenomenon was attributed to xenon lamp burning out. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the illumination light (xenon lamp) of the subject device went to dimmer and dimmer until nothing was visible at all during the unspecified examination. The intended procedure was completed successfully without any relevant delay and any patient harm. After that, the user replaced xenon lamp of the subject device. Then the subject device was repaired on site by the field service engineer.